Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had alarmed battery out limit. Customer's blood glucose at the time of incident was unknown. Customer mentioned that current blood glucose was 495mg/dl and also was 400mg/dl earlier and had taken manual shot of insulin. Customer declined to troubleshoot for high readings. Customer was assisted with troubleshooting for battery out limit. Customer stated that pump alarmed after battery change and that the batteries were out of the pump greater than allowed duration. Customer stated that the insulin pump's history indicated that there was a low battery alert prior to an off no power alert. New batteries were inserted and resolved the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. However, unit alarmed motor error during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Motor passed motor test.